Event description:
Event verbatim [preferred term] burn and two blisters [burns second degree]. Case narrative: this is a spontaneous report from a pfizer-sponsored program thermacare (B)(6) page. A contactable consumer reported a patient of unspecified age, ethnicity and gender started to use thermacare heatwrap (thermacare menstrual) (device lot number not provided) from an unspecified date for an unspecified indication. The patient's medical history and concomitant medications were not reported. Past product history included thermacare heatwraps (thermacare menstrual) from an unspecified date for an unspecified indication with no adverse effect. On (B)(6) 2018, the patient reported they used the menstrual heatwrap today and ended up with a burn and two blisters. The patient stated they used these multiple times in the past and never had this happen. Action taken with the suspect product was unknown. Clinical outcome of the event was unknown. No follow-up attempts are possible. No further information is expected. Company clinical evaluation comment: based on the information provided, the event of "burn and two blisters" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device. Comment: based on the information provided, the event of "burn and two blisters" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device.

Event description:
Event verbatim [preferred term] burn and two blisters [burns second degree], narrative: this is a spontaneous report from a pfizer-sponsored program thermacare facebook page. A contactable consumer reported a patient of unspecified age and gender started to use thermacare heatwrap (thermacare menstrual) (device lot number not provided) from an unspecified date for an unspecified indication. The patient's medical history and concomitant medications were not reported. Past product history included thermacare heatwraps (thermacare menstrual) from an unspecified date for an unspecified indication with no adverse effect. On (B)(6) 2018, the patient reported they used the menstrual heatwrap today and ended up with a burn and two blisters. The patient stated they used these multiple times in the past and never had this happen. Action taken with the suspect product was unknown. Clinical outcome of the event was unknown. Per the product quality group: this investigation was conducted for an unknown lot number menstrual 8-hour product. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and /or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a trend identified related for the subclass adverse event safety request for investigation. The root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Rsnbly suggest device malfunc?: no severity of harm: n/a; site sample status: not received no follow-up attempts are possible. No further information is expected. Follow-up (15jun2020): new information received from a product complaint group. Includes: investigation results. No follow-up attempts are possible. No further information is expected.

Manufacturer narrative:
This investigation was conducted for an unknown lot number menstrual 8-hour product. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and /or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a trend identified related for the subclass adverse event safety request for investigation. The root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Rsnbly suggest device malfunc?: no severity of harm: n/a; site sample status: not received.